Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2016-00184, reference MFR report: 3008829311-2016-00185. It was reported the patient's (australia) lead insertion incision site was infected. Surgical intervention was undertaken and the complete axium neurostimulator system was explanted. The patient was hospitalized and given IV antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2016-00184, reference MFR report: 3008829311-2016-00185.